Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal end of the left anterior descending artery (lad). A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).